Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the drawer was failed. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-nov-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the device involved in the incident, it was determined that the drawer did not recover. A field service engineer found that two cubie pockets in auxiliary drawer 2.2 had failed to release during the recovery attempt. The fse accessed the hardware test application (hta), force-released both cubies, and reseated them. The cubies were detected and successfully recovered. A final test was run in hardware test application, and it passed. The escort recovered the failed cubies without any issues. The system functioned as intended after the field service engineer repaired the device.